Event description:
The report received from the affiliate indicated that during a stenting procedure in a pt with a pelvic malignancy and ovarian syst, the smart control stent was deployed in the left iliac vein and did not expand by itself. The physician used a pta balloon inside the stent and inflated it to 8-10atm, and still the stent did not expand. A luminex stent (12diameter x 80mm length) was then deployed inside the smart control stent, which expanded itself and the smart choice stent a small amount. The physician is concerned about the lack of radial force of the smart control stent. Add'l info has been requested from the affiliate, but has not been forthcoming as yet.